Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
The customer reported that the keyboard key was not responding. The device was not being used for treatment when the reported event occurred and there was no patient involvement.

Manufacturer narrative:
G4: 16apr2020. B4: 17apr2020. The customer evaluated the device and confirmed the reported problem. The customer replaced the touch frame assembly and the reported problem was resolved. The battery insert and oxygen cell were also replaced. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.